Event description:
Altitude alarm 21 was declared by the pump. Customer's blood glucose level was recorded at 120 mg/dl, which was within the normal range, indicating no adverse impact. Customer was instructed by technical support to remove obstruction from speaker holes, clean them with a soft bristle brush, wipe the area with a lint-free cloth, and reconnect the cartridge. Insulin was initially suspended but resumed normal operation after these steps, with no recurrence of the alarm. Customer received tips to prevent future altitude alarms and acknowledged the instructions.